Event description:
It was reported that the patient was implanted after a sudden dissection of the main stem coronary artery. The patient was reoperated on (B)(6) 2022 due to misalignment of the inflow cannula, which pointed towards the septum. The repositioning was successful, but then the patient experienced hemorrhagic stroke/frontal cerebral bleed while still in the intensive care unit. The patient was intubated and on a low dose intraveneous heparin. The intracranial pressure was very high. The stroke was so severe that there was no hope for recovery and the patient passed away (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.